Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was confirmed as a manufacturing related issue. Per visual evaluation a cut to 0.5¿ from the trifurcation on the drainage lumen was found. Per functional evaluation water was injected by drainage lumen and leakage was noted by the cut below the trifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found around the funnel, 2 hours after placement. The catheter was placed in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found around the funnel, 2 hours after placement. The catheter was placed in the operating room.